Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. It was reported that the product was scrapped at the hospital. Therefore, no product evaluation could be performed. From the information provided based on the zper, the product history records, the review of the case with the product manager and the recurrence of this type of event for this product, the root cause of the event cannot be determined. It is more than likely that the surgical technique and instruction notice was not known. Indeed, it is clearly stated in the surgical technique that it is normal to have a little movement in the implant attachment to the peek cartridge, particularly in the superior endplate (step 9: implant assembly to the implant inserter). However, without the product return and evaluation, this hypothesis cannot be validated. The investigation found no evidence to indicate a device issue. Root cause: unknown with most likely hypothesis of user error. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated and a medwatch follow-up report will be sent.

Event description:
Mobi-c p&f us: implant too loose on inserter. According to the reporter: after the cervical decompression was completed, a trial sizer was inserted into the cervical disc space and it was determined to be a 13x15x5 implant. The appropriate implant was opened, attached to the inserter device, and handed to the surgeon. The surgeon felt the implant was too loose on the inserter and steps were taken to tighten it up. The surgeon felt the two implant endplates still had excessive motion and wanted a new implant. A new implant of the same size was opened. The instrumentation was put back into general use. It was reported that it was not an instrument problem. No harm to the patient. The surgery was not delayed. The surgeon has been advised that the implant was secure on the device, and she is confident for future cases. Additional information received on january 20th 2019: the level performed was c5-c6. No x-rays are available. The incident happened on the back table and the patient was not involved. There was no disassembly of the implant. When the surgeon received the inserter/implant from the scrub nurse she felt there was excessive motion of the implant endplates. It was not implanted in the patient. They removed the first implant, opened a second one, and ultimately inserted the new one into the patient. There were no noticeably different surgical steps in the process between the first and second implants. Implant properly loaded on the inserter. The word up was read on the holder. Additional information received on january 23rd 2019: the inserter used in this surgery was from the loaner bank department and the reporter no longer has access to it (no ref/lot provided).